Event description:
Caller states that during a proficiency test, the following coaguchek s result was obtained: 7.4 inr with a mean of 5.14 inr. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.